Event description:
User stated that unit is experiencing intermittent lift column operation.

Manufacturer narrative:
Gehc surgery field service engineer replaced power supply and checked operation of unit and int lift resolved.